Event description:
The end user reported while a medic crew was pushing a patient on the stretcher in a medical facility, one of the medics alleged feeling a shock while touching the stretcher. No alleged injuries were reported and no medical intervention was sought. There were no reports of adverse health consequences to the patient. The serial number of the subject stretcher was not provided.